Manufacturer narrative:
(B)(4). Date sent: 02/01/2022. D4: batch # u5fe0p. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Device was received with no staples present and anvil with washer cut. Device was loaded with staples, reset, and fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk, (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: was a leak test performed? If so, what type and what was the result? The surgeon did an air leak test intra-op and it failed. She did a blue dye test immediately after the air test and it passed. She did another air test immediately after endoscopic visualization and it passed. Was the staple line visualized endoscopically during the initial surgical procedure? She inspected the anastomosis through the rectum with a scope immediately after the blue dye test and it was intact. How many days postoperative did the leak occur? It occurred intra-op. How was the leak identified? The surgeon did an air leak test and it failed. What was observed at the site of the leak upon reoperation? No reoperation. How was the leak addressed? She applied floseal to the anastomosis and created an unplanned diverting ileostomy on the patient. What purse string technique was utilized? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoid resection on a diverticulitis patient, the distal donut in the cdh29p was incomplete. The surgeon did an air leak test and it failed. She did a blue dye test and it passed. She did another air test and it passed. She inspected the anastomosis through the rectum with a scope and it was intact. Concerned about healing, she created an unplanned diverting ileostomy on the patient. It added about 1 hour to the case. .